Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had become disconnected from the heater line, which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during fill two of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was reported that the heater bag became disconnected from the heater line which caused the error. The technical service representative (tsr) assisted the patient to clear the system error 2240 and the patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.